Manufacturer narrative:
(B)(4). Batch #: u94v4m. Additional information was requested and the following was obtained: did the patient suffer any adverse consequences? No consequences how many uses did the device have? I don´t have the exact data but between 30-40 activations. Was another medical intervention required due to the problem presented with the device? (Eg, x-rays, additional procedures, additional clinical treatment, additional medications, additional review). No additional intervention. Was there damage to the patient due to the problem presented with the device? (No; yes and describe in detail for example death, permanent deficiency of a bodily function, permanent damage to a bodily structure, prolonged hospitalization, bleeding requiring transfusion, physical injury, etc.) No damage in the physician¿s opinion, could delay of the procedure have contributed to a death or a serious injury to the patient? If yes, please provide details. Not at all. Did the patient require extended hospitalization due to a medical condition caused by procedure delay? If yes, please provide details. No. Is the current patient status known? Yes was there any patient consequence or change in the post-operative care of the patient as a result of the event? (Extended hospital stay, readmission, re-operation, etc.) No. Investigation summary the product was returned to ethicon endo surgery for evaluation. Visual inspection and functional testing were conducted on the returned device. The device was returned with the distal tip of the blade broken off and not returned. The remaining blade portion was scratched, and with evidence of contact with metal in or out of the operative field. This blade tip portion may have broken off of the device during transport to our analysis site. During functional testing on gen11, an alert screen was displayed. A probable cause of the device stop activating and display an alert screen is blade damage. The device was disassembled to inspect the internal components and no anomalies were found. Probable causes of blade damage, including breakage, are external contact during pre-op or general use, blade contact with other devices, staples or clips during the procedure. It should be noted that product failure is multifactorial. Once minor blade damage has occurred, subsequent activations may increase the severity of the blade damage. This in turn can result in activation issues such as failing the pre-run test with the generator and displaying an alert screen. These alert screens that can result are such as "remove instrument from patient" or ¿blade error detected¿ or "relaxed pressure on blade" followed by a ¿replace instrument¿ screen later in the procedure. Continued usage of the damage blade can result in a broken blade. As part of ethicon endo surgery quality process all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post market surveillance. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during the hemicolectomy surgery procedure, the harmonic hd 5mm diam 36cm harhd36 stopped working. The generator sends a warning that the device needs to be changed or replaced. The surgeon tried to activate the clotting and activation button, but it did not work. The surgery was delayed 5 minutes but it was completed successfully after replacing the device.,